Event description:
Customer complained about having to frequently change the battery on the insulin pump. Customer also reported that the device has a crack on the battery casing and condensation inside the screen. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.